Event description:
Procedure type: total gastrectomy. According to the reporter: the black return knob was returned, but the jaws would not open. The surgeon had to resect more tissue than what was originally planned due to the product problem. Additional manual suturing was done. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).